Manufacturer narrative:
The investigation of high purge pressure and hemolysis has been completed. The pump was returned for investigation. No visual damage was noted on the returned product. No biomaterial was observed on the impeller. The pump was further tested in a bucket of water with priming, and no issues were noted. The pump was operated according to specifications. Data logs show that on (B)(6), there was a gradual rise in purge pressure over approximately 25 minutes, followed by a spike in motor current. This purge issue trend resolved after about 7 hours with a gradual decreasing trend. On (B)(6), a similar pattern was observed, with a gradual rise in purge system pressure accompanied by a purge system block alarm. No motor current spike was observed during this high-pressure event, and it was resolved in approximately 9 hours with a gradual decrease trend. Another motor current spike was reported at the end of the case, indicating possible biomaterial ingestion during the procedure. According to clinical notes, lysis administration helped stabilize the purge parameters and was also suspected to have addressed hemolysis caused by a clot in the pump. High purge pressure: the cause of the high purge pressure issue was most likely biomaterial buildup, based on data log review. Hemolysis: the cause of the hemolysis issue was most likely biomaterial ingestion, based on data log review. Thrombus failure mode was added as investigated failure mode based on data log review. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D9. Device returned to manufacture date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had an impella 5.5 pump support ongoing for the surgical patient who had a bentall procedure. The pump was supporting when purge pressure rose and the team troubleshot with the use of lysis. Additionally, there were signs of hemolysis noted on day five of support. The procedural outcome was the patient survived the surgery.